Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: a2 (age at time of event), d10 (concomitant devices added), h7 & h9 (recall number for stem-modular neck combination). Corrected data: b5 (narrative updated), h6 (health effect - clinical code, type of investigation, investigation findings). Updated results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed devices over the previous 35 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems was performed, and the adverse events section revealed that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to the hole cover and modular head and this event. However, for the stem and modular neck, a review concluded that a similar event was identified. The following actions were taken: the occurrence rating was updated, the risk management plans were reviewed and updated, an improved in vitro fretting testing was stablished, the applicable surgical techniques were reviewed to include the instruction to "cleaning and drying before the impaction". Smf stems were obsoleted in the system. Containment actions were taken which prevented distribution of the product. However, on 2019 modular necks were made available to revising surgeons when requested and the defined criteria is met. It was determined that the benefits of using a recalled modular neck during a hip revision surgery to replace an implanted modular neck on a stem that is remaining implanted outweigh the risks of not using a recalled modular neck. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical assembly, neck and taper fit design, abnormal motion over time, irregular implant interaction and neck selection. Corrective and preventive actions were previously initiated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a left thr performed on (B)(6) 2014, the plaintiff experienced high fever and abnormal metal ion levels in blood. A two-stage revision surgery was performed to treat these adverse events; on (B)(6) 2020 the devices were explanted, and a cement spacer was applied, leaving the plaintiff with no mobility. Then on (B)(6) 2020 the revision surgery was completed with the implantation of new prosthesis. The patient walks with the aid of a forearm crutch and suffers from instability, pain, and extreme weakness in his lower left limb and difficulty in bending.

Event description:
*EU legal* it was reported that, after a thr performed on (B)(6) 2014, the plaintiff experienced high fever and high levels of cocr in blood. A two-stage revision surgery was performed to treat these adverse events; on (B)(6) 2020 the devices were explanted, and a cement spacer was applied, leaving the plaintiff with no mobility. Then on (B)(6) 2020 the revision surgery was completed with the implantation of new prosthesis. The patient outcome is unknown.